Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4)

Event description:
The safety valve was leaking and had to be changed. Catheter is implanted since (B)(6) 2015. Drainage had to be done daily. Neither patient injury nor medical intervention has been reported. Additional information received 3-feb-2016: . Is the patient currently receiving chemotherapy - no information available. What is the customer using to disinfect the valve - customer is using the alcohol pads in procedure packs. Is the drainage being performed by a healthcare provider or a personal patient caregiver(unlicensed) - performance is carried out by a healthcare provider. How frequently is the patient receiving drainage? - daily. Is the patient undergoing radiation to the area where the catheter is placed? - no information available. Pleural or peritoneal? You can't always be sure by the cat code used. - peritoneal. Did they experience any difficulty attaching the cap or lockable drainage line at any point? In what way was it difficult? - no different and difficult experiences. Did the nose become bent at any time before it broke off? For example, did it bend on one drainage and then break on another occasion? - no information available. Do they notice anything different about the catheter tubing compared to what they've seen on other patients? - no information available. Was there any visible damage noted on the valve? ¿ during drainage the valve was leaking.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The reported valve leakage could not be confirmed for leakage. Simulated investigation using carefusion catheter kit sample was used to performed leak test on the reported defective component, but failed to see any leakage around the reported valve. It is to note that triangular nose tab was broken off the valve. As a result, possible scenario could be that the broken tab could allow the valve to be separated during drainage if inadvertent external forced was applied; therefore, leakage was possible. The triangle nose tab was designed to hold the two components together. DHR review could not be performed since lot information was not provided by customer. The reported valve leakage could not be confirmed for leakage. Based on simulated investigation using carefusion catheter kit to performed leak test in conjunction with the reported defective component (returned valve), but failed to see any leakage around the valve. However, it is to note to that triangular nose tab was broken off the valve. Possible root cause for the broken triangular nose tab was likely that the end-user not following the IFU. As result the broken tab could possibly allowed the valve to be disengage during drainage should an inadvertent external pull forced being applied to the catheter line, fluid leak may had been observed. A scar has been issued to the vendor of the valve assembly to investigate and implement corrective actions regarding the broken tab on the valve. In the simulate investigation, leak was not observed even without the lock mechanism fully engage or partially mated. The leak was obvious when the valve was barely coupled or totally disengages from catheter access kit. The triangle nose tab was designed to hold the two components together. It is also to note there was one other critical part that was not returned for evaluation and that is the catheter access kit (mating component as seen below) and the access kit may have been the defective component. Therefore, no conclusive root cause could be determined. Based on the lack of a definitive root cause, no corrective or preventive actions were identified for the reported failure mode. This complaint will be added to the complaint trending system and will be monitored for future occurrences.